Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-week post implant procedure, the left ventricular (lv) lead had dislodged. It was noted that the lv lead threshold measurements increased, and the lead was confirmed via chest x-ray to be pulled back approximately two centimeters. Reprogramming was done for a more favorable threshold measurement and the lead remains in use. No patient complications have been reported as a result of this event.